Manufacturer narrative:
Device evaluation- the returned device was given functional testing. The testing showed that the device gave a "motor not running" error alarm. The internal examination of the device showed the optical sensor did not operate as intended. The reported motor issue was determined likely caused by normal wear of this component.

Event description:
It was reported that the device gave error alarms with displayed messages "motor rate error" and "motor not running". No known adverse effects to patient.